Event description:
Boston scientific received information that the right ventricular (rv) lead and right atrial (ra) lead were capped. The patient was brought in for evaluation, noise with oversensing was observed, but did not inhibit pacing because patient's own rhythm was in 80's beats per minute (bpm). Oversensing however did on the rv lead did result in the inappropriate delivery of anti-tachycardia pacing (atp). Low out of range impedance measurements were also observed on the right ventricular (rv) lead. During the evaluation a chest x-ray was performed and both leads appeared to be still in place, however there was no boot on either of the leads and visually could see a ball extending from the pocket. A lead revision was performed and confirmed both leads were found coiled concluding patient has twiddler's syndrome. During the revision the physician was unable to obtain veinous access, procedure was abandoned and both leads were capped. The patient will be transferred to another facility for potential lead extraction. There were no adverse patient effects or patient symptoms reported.

Manufacturer narrative:
The leads remain implanted and surgically abandoned at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.